Manufacturer narrative:
The lot number for the malfunctions were provided and a lot history review was performed. The devices were not returned; however images were provided and reviewed. The samples were not returned to the manufacturer for inspection but images were received and reviewed. Based upon the image review, packaging issues were inconclusive for the malfunctions. Based upon the available information, the definitive root cause for this events is unknown. The devices are labeled for single use.

Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model mn1820 biopsy instrument allegedly experienced packaging issues. This information was received from one source. The malfunctions did not involve a patient as there was no patient contact. The patients age, weight, and gender were not provided.

Manufacturer narrative:
H10: the malfunctions were reassessed for reportability and determined to be no longer reportable. The lot number for the malfunctions were provided and a lot history review was performed.the sample was not returned to the manufacturer for inspection but images were received and reviewed. Based upon the image review, the investigation was inconclusive for the reported packaging issue. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model mn1820 biopsy instrument allegedly experienced packaging issues. This information was received from one source. The malfunctions did not involve a patient as there was no patient contact. The patients age, weight, and gender were not provided.